Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: corrected h6 patient code: no code available (3191) from the initial medwatch to capture surgical intervention.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. Pinnacle claim submission form alleges elevated metal ions and metallosis. After review of medical records patient was revised to address other mechanical complication of internal right hip prosthesis, metallosis and presence of artificial hip joint. Revision notes reported that the patient is having the pain, is doing well but noted he started having some abnormal medical conditions got his metal ion levels checked which showed there were significant elevated almost twice normal level accepted. Infection labs were negative, an MRI ruled out any pseudotumor from metallosis reaction on the bilateral hips and previously back in (B)(6). There was some small metallosis noted on the trochanteric bursa roughly about a quarter size and this was removed. A clinic visits on (B)(6) 2019 reported of bilateral hip pain with heavy metal poisoning. Doi: (B)(6) 2007 - dor: (B)(6) 2020 (right hip). The patient has bilateral hip implants, please see (B)(4) for left hip.